Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Was the procedure completed successfully? If yes, what was used to complete it? Yes, by using another device. Were there any patient consequences? No. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details: impacted device unavailable. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a colostomy procedure on (B)(6) 2021 and suture was used. During the procedure, the suture needle pulled off. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.